Event description:
Customer reports, luer lock broke, causing tube to fill with air. The syringe was being used on a baby in the nicu. No injury is reported.

Manufacturer narrative:
One used syringe was returned. No lot identification was provided. Visual examination found the tip of the syringe was broken off. Manufacturing examined the returned sample and found it was produced properly. Lot history records could not be checked. Co is unable to explain how the syringe tip broke off the syringe. Co will reopen the complaint should additional information be received.